Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.

Event description:
The customer reported that the exposure failed, it doesn't carry out scope and doesn't show any graphics.